Event description:
It was reported that this patient required a medical resonance imaging (MRI); however, no facility would perform the MRI due to the implanted competitive leads. Therefore, the patient was referred for lead explant. The physician experienced explant difficulty and this boston scientific lead was suspect for damage and was also explanted. Additionally, the associated boston scientific implantable device was explanted due to the high risk of infection from the prolonged procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.